Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device evaluated concurrently with sustaining engineering. The device was also forwarded to san isidro manufacturing (sima) for further evaluation. No abnormalities were found during visual inspection and functional testing of the returned product. There was no evidence of malfunction of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a direct laryngoscopy, microscope laryngectomy with supraglotticectomy, they could not get the needle to load into the device and they were unable to open the device. It was difficult to load. They opened another device to complete the case. There was no patient injury.